Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent epigastric hernia. It was reported that after implant, the patient experienced moderately severe pelvic pain, scarring, relapsing diverticulitis and adhesions. Post-operative patient treatment included revision surgery, laparoscopic takedown of splenic flexure, sigmoid colectomy with primary anastomosis, and extensive lysis of dense adhesions.